Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the site had issues loading an exam. The system had been rebooted 2-3 times before the site called into technical services (ts). Ts requested the caller try and reload the exam. She inserted the disc and it took a long time for the media I/o box to pop up. After she was able to select unstructured alternate module, the system acted like it was loading the disc, but then the box disappeared and the patient wasn't in the patient list. This occurred twice before the site decided not to use navigation. The ent representative for the site provided additional details, and stated that "the system wouldn't boot up. I was on a facetime call watching the system fail to boot." Ts recommended attempting a system check-out using the disc that the site had issues with. After that, the following was reported: "I just did a system checkout and got it working. When I left the bad disc in while I booted it up it stalled out and wouldn¿t work well. The other problem was the hard drive was over 50% capacity on storage. After clearing the storage and pulling the bad disc out it worked normal. I rebooted the system several times and loaded other exams and it worked great". There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the site had a bad disk. Once the disk was removed and the hard drive was cleaned up. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.